Event description:
It was reported to covidien on (B)(6) 2012, that a customer had an issue with a blood collection device. The customer reports the device was inserted into the pt¿s vein. As they were sliding the blood tube on the back end needle portion of the device, the needle came loose from the tube holder and slid forward. The needle did come loose from the holder however the phlebotomist was in control and was able to withdraw the holder and the loose needle from the pts arm as they normally would. They removed the device to save it and performed the procedure with a second device.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.